Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: no photos, images or similar received to support the investigation, why investigation is based on event description. Due to the limited information provided, it is not possible to conclude an exact root cause for this event. However , this case most likely represents excessive back tension applied to the device when attempting to release the filter. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter did not release when the physician pushed the release button. He had to ¿wiggle¿ it to release from the system. The filter ended up a little bit too high and was tilted in to the renal vena. The physician believes that the filter anyway is having a satisfying effect. The patient did not suffer any adverse effects. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.